Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician diagnosed a rupture during explant surgery. Left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening curved on posterior. A visual and microscopic analysis was performed which identified wear abrasion, creases fold, opening striated on anterior, sharp opening on posterior due to a surgical impact opening, for the non-penetrating nicks in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening and two striated opening on anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Physician diagnosed a rupture during explant surgery. Left side.